Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 2 mg/ml for a total dose of 0.2168 mg/day and bupivacaine 17.2 mg/ml for a total dose of 1.864 mg/day via an implantable pump for it was reported there was an issue with the spinal segment. The catheter was cut just distal to the anchor and was replaced with a new 8598. The existing catheter distal to the cut during surgery was attempted to be removed, but when the healthcare professional (hcp) slightly pulled back the catheter broke and only part of the segment that was implanted was able to be removed. The new 8598 was implanted and then connected to the remaining portion of the existing 8709. The catheter was partially explanted on (B)(6) 2018 and would be returned for analysis. It was noted the patient also experienced increased pain and felt swelling at the spinal incision. There was no known factors that may have caused, contributed, or led to the event. A dye study was completed and showed leaking from the catheter near the spine around l2-l4. Surgical intervention occurred as a catheter revision was completed on (B)(6) 2018. It was noted that the issue was resolved at time of event and the patient's status was alive-no injury. The patient's weight and medical history was unknown, but was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned and analysis found the catheter body was broken and had a compressed area. Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.